Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm and the customer experienced high blood glucose. The customer's blood glucose was over 500 mg/dl and 542 mg/dl. Troubleshooting was performed for insulin flow block alarm and bent cannula. The troubleshooting was not performed for high blood glucose. Customer states the insulin exited. The insulin pump will not and infusion set will be returned for analysis.